Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into water. Customer attempted to place insulin pump in rice to dry. Customer states that insulin pump worked when incident occurred, but the next day, insulin pump was not able to turn on and was making a constant tone. Customer reported that there was fluid under display screen. Customer's blood glucose was 209 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. The insulin pump had moisture damage was found on motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.